Event description:
On (B)(6) 2013, the patient was implanted with a gore tag thoracic endoprosthesis for a thoracic aorta aneurysm. During the procedure, it was reported the patient suffered from a transient ischemic attack. On (B)(6) 2013, the patient expired.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.